Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in used condition. No evidence was available to review in the event history log. Functional testing could not replicate the reported issue; no accuracy issues were found. The root cause could not be determined. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed volume test; 18.625 and 18.718 v0105. The event occurred during testing. There was no patient involvement and no patient harm.